Event description:
Account reports that the chambers do not have a one way valve in chamber to allow continuous refilling. During one month in 2000, 2 incidents involving pt aspiration. Attached IV bag and tubing to chamber (above pt's head with roller clamps open). Both pts aspirated water. Pts recovered, however extended hospitalization resulted. Units are over 10 years old.